Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off from tube with the incident lot was not observed as no tube is present. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) blood collection tubes there was stopper pops out of the tube. The following information was provided by the initial reporter: translated to english. The customer stated: "tube cap came off when sample was taken."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) blood collection tubes there was stopper pops out of the tube. The following information was provided by the initial reporter: translated to english. The customer stated: "tube cap came off when sample was taken."